Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional perclose proglide device referenced is being filed under a separate medwatch manufacturing report.

Event description:
It was reported that suture placement with two proglide device were attempted in the calcified right common femoral artery using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss occurred with the first proglide device. A second proglide device was attempted and a suture break occurred. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.